Event description:
Needle puncture from disposable sharps box container occurred on 8/16/92. The lpn who sustained the needle puncture notified the infection control nurse of the incident. The lpn placed right palm against box as she disposed of needle/syringe. A needle inside the container protruded through puncturing the right palm of lpn. The lpn will require 6 week/3month/6month blood test follow up. Lab tests performed on employee include hbsag and anti-hbs. Needle protruded through container approximately 3/4 from bottom near centerdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: .invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.